Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. The serial number was unknown. Concomitant med products and therapy dates: console device, foot pedal device; (B)(6) 2020. The device manufacture date was unknown. UDI: (B)(4) unknown.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that an e6 (overheat warning) error code was displayed on the console when the foot pedal was plugged into the motor device even though it was not in use. According to the reporter a second handpiece device was used, however when the foot pedal was pressed nothing happened and an e6 error popped up immediately. It was reported that a spare console device was used and everything worked as it should. It was not reported if there were any delays to the surgical procedure. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.